Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es barcode scanner have a weird noise and not registering the scans. The customer reported that users were unable to remove medications. There was delay in patient care as the user was able to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner made a weird noise and did not register the scans. A field service engineer found that the scanner itself was bad. The field service engineer replaced the scanner to resolve the issue. The system functioned as intended after the field service engineer repaired the device.